Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer rf (radio-frequency) head failed uplink tests; the cable was replaced. (B)(4).

Event description:
The programmer rf (radio-frequency) head accompanied a returned programmer. It was analyzed and tested out of electrical specification. No patient complications were reported as a result of this event.